Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the stay safe adapter is hard to screw on to bag and popped out the patient last fill bag (not an fmc product) resulting in a fluid leak. It is unknown if there was any cycler alarms when the leak occurred. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. Treatment was completed with continuous ambulatory peritoneal dialysis. The adapter was discarded by the patient.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."